Event description:
Additional information was received indicating that the type a aortic dissection was not related to the dcs, but the type b dissection occurred during advancement of the dcs. No further details were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was placed, an echocardiogram confirmed a type b dissection of the descending aorta and in the distal aortic arch. Vitals were stable. The patient was monitored. Per the physician, the dissection occurred when the delivery catheter system (dcs) was advanced. No additional adverse patient effects were reported. Additional information was received indicating that approximately six months following valve implant, the patient was admitted to the hospital due to fever of unknown origin. After a thorough examination, the patient was diagnosed with age-onset rheumatoid arthritis. The patient was treated with steroids and anti-rheumatic drugs. During the course of treatment, sepsis due to urinary tract infection and exacerbation of cardiac failure was observed, but the disease became mild and activities of daily living gradually improved. Approximately seven months following valve implant, it was discovered that the patient had gone into c ardiopulmonary arrest, and post-mortem computed tomography (CT) revealed that the cause of death was cardiac tamponade due to a type a acute aortic dissection. It was reported that the causal relationship between the type b descending aorta dissection and the type a aortic dissection is unknown. The physician assessment indicated that the causal relationship between the death and the device/implant procedure is also unknown. No further details were provided.

Manufacturer narrative:
Section b2 and b3: month and year valid. Select patient and initial reporter information cannot be included in the regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.